Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2003 - the pt underwent ventral hernia repair with a composix kugel mesh. On (B)(6) 2003 - the pt underwent repair of an incarcerated ventral hernia, a small bowel resection and aspiration of an infected seroma. On (B)(6) 2006 - the pt was hospitalized for an anterior abdominal wall abscess, ventral hernia and arterial hypertension. On (B)(6) 2006 - the pt underwent a laparoscopic recurrent ventral hernia repair with composix e/x mesh. On (B)(6) 2007 - office visit, punctate opening in the skin with minimal purulent material, site opens and drains every so often. On (B)(6) 2007 - office visit, wound still draining, pt wants debridement. On (B)(6) 2007 - office visit, wound healed, exploratory discussed does not want si at this time. On (B)(6) 2009 - office visit, pt developed pain, swelling and drainage from umbilical area, wants debridement, ventral repair and excision of mesh. On (B)(6) 2009 - the pt underwent debridement and excision of composix e/x mesh, attempt at ventral repair and placement of a wound bag. On (B)(6) 2009 - office visit, wound packed by home care nurse wound is granulating, wound opened and drained of serous fluid.

Manufacturer narrative:
Based on the review of the provided info, on (B)(6) 2003 an obese pt underwent ventral hernia repair with a composix kugel mesh. Eleven days later, the pt underwent repair of an incarcerated ventral hernia, a small bowel resection and aspiration of an infected seroma. The pt was hospitalized for an anterior wall abscess, ventral hernia and arterial hypertension on (B)(6) 2006. On (B)(6) 2006 the pt underwent laparoscopic recurrent ventral hernia repair with a composix e/x mesh. According to the medical records, the surgery was complicated and required extensive adhesiolysis to free adhesions from abdomen wall and locate hernias. In 2007, the pt was seen several times for drainage and wound healing issues. On (B)(6) 2009, the pt reportedly presented at an office visit with pain, swelling and drainage from the umbilical area and wanted debridement, ventral repair and excision of the composix e/x mesh. On (B)(6) 2009, the pt underwent debridement and excision of the composix e/x mesh, ventral repair and placement of a wound bag. Medical records note during the procedure the surgeon stated "the ethicon mesh was obviously infected, I removed it all". One week later, the pt presented to an office visit with the wound packed inappropriately by a home care nurse, the wound was opened and drained of serous fluid. Currently it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly experienced a recurrence which is listed as a possible adverse reaction in the product's instructions for use. The medical records noted the "ethicon" mesh was obviously infected, however the mesh previously implanted was the composix e/x mesh. Prior to the implant of the composix e/x the pt was treated for abscess and infected seroma. Although there are no cultures to substantiate the statement, the product's IFU states that if an infection occurs it should be treated aggressively. It an infection goes unresolved it may require removal of the prosthesis. No lot and/or code numbers have been provided. No sample was returned for eval. Based on the info provided no conclusions can be drawn. The composix kugel implanted on (B)(6) 2003 was reported in accordance with rae (B)(4).